Manufacturer narrative:
(B)(4) . The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was not firmly cap and would not fit into the uv flash assist device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification and found damaged patient adapter and damaged partial port which was received attached to the uv spike. Leak testing, clear passage test, clamp function test, and integrity of seal surface test were performed with no issues noted. Uv sample was connected to the uv disconnect cap set using the uv flash machine with no issues noted after removal of partial port from the uv spike connector. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.